Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. The reported event of pump stoppages and low flow alarms was confirmed based on the information recorded in the log file. The data log file was successfully retrieved from the returned system controller serial number (B)(6) and contained events recorded from (B)(6) 2020 to (B)(6) 2020 where multiple speed reductions (including 0 rpm) accompanied by low speed hazard and low flow hazard alarms where recorded. The system controller was functionally evaluated and early stage of conductor breakdown was verified in both power cables. The confirmed conductor breakdown did not affect the controller¿s ability to operate a test pump and did not result in any alarm during analysis. In conclusion the atypical events captured in the log file appeared to be related to compromised wires confirmed during the evaluation of the returned portion of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-01803. It was reported that the patient changed their controller due to alarms. A low flow alarm arose and their rpm went to 0. When their speed rose back up, the patient presented to the hospital and was reported to be doing well. These alarms occurred when the patient was on batteries and no further alarms have occurred. There were many tears on the patient's driveline, including one where the driveline connects to the controller. Upon log file review, it was revealed that the patient had multiple low speed, low flow, and pump stop alarms while on battery power. This was indicative of a phase to phase short (multiple wire fracture). Due to the observed shield deterioration near the connector end bend relief area, technical services came onsite for an external driveline repair. The percutaneous lead was successfully replaced and no issues were noted after the patient was back on the grounded patient cable. The patient has been discharged home.